Event description:
The current skin closure tapes, strips are markedly inferior to another brand strips. Surgeon is experiencing complications with surgical wound closures in infants because the strips are overly stiff and have poor adhesive properties. Surgeon needs the other brand strips for use in pediatric surgery.